Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-03483 and 2134265-2018-03704. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to perform automatic pullback. However, it was noted that the ilab ultrasound imaging system froze during pullback. The issue was resolved after turning off and on the ilab main switch, but the same issue occurred again. No patient complications were reported.